Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed telemetry testing due to the cable being out of electrical specification. (B)(4).

Event description:
It was reported that the 5 lead cable on the programmer was coming across very dirty, and that new electrodes were tried and that each lead was "played with" but that a clean signal could not be achieved at all. The programmer and radiofrequency (rf) head were returned for service. Both products were analyzed and tested out of specification. No patient complications have been reported as a result of this event.